Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 18, 2019. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 4114, 11, 3331, 213, 22). Method code #1: 4114 - device not returned, method code #2: 11 - testing of device from same lot/batch retained by manufacturer, method code #3: 3331 - analysis of production records, results code: 213 - no device problem found, conclusions code: 22 - known inherent risk of device. The actual sample was not returned so a retention sample from the same product code and lot numbers were used for the investigation. Visual inspection was performed on the retention samples, during which no anomalies were noted anywhere on the devices. The retention samples were built into a saline circuit and then set up on a sarns drive motor. The rpm were set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the samples were observed for any running sound anomalies. No sound anomalies or abnormalities with the functionality of the pumps were observed during the test. The issue experienced by the customer is likely due to an abnormal interaction between the seal rotor and stator surfaces. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, a squealing noise was heard on the centrifugal pump.   No patient involvement. Product was changed out. Procedure was completed successfully.